Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, while burning in the right ventricular outflow tract (rvot), a steam pop was heard. A pericardial effusion was noted and pericardiocentesis was performed. The patient was stabilized and sent to ICU. The event required 6 days hospitalization. The outcome of the adverse event was fully recovered and the prognosis for patient is "recovered". The physician opinion regarding the causality of adverse event was device related.

Manufacturer narrative:
It was stated by the customer that the product had been discarded thus product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. The concomitant products: stockert: model# m-5463-01, serial # (B)(4). Coolflow pump: model# m-5491-02, serial # (B)(4). Manufacturer ref # (B)(4).